Event description:
It was reported that the pump's usb port was damaged resulting in difficulty in charging the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy. The customer had manual injection supplies available if needed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.